Event description:
The following information was reported to kci by the patient: the patient experienced bloody drainage. The home health nurse subsequently cleaned and redressed the wound. The patient reported again observing bloody drainage, and alleged due to bleeding, the patient is back in the hospital. No additional information is available. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
It is unknown when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged hemorrhaging or hospitalization are related to v.a.c. Therapy. There have been several attempts made to gather additional information, but there has been no response.